Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left circumflex (plcx). After stent implantation, a 3x8mm nc trek coronary dilatation catheter was advanced to the stent for post-dilatation. The balloon was inflated 1 time to 16 atmospheres (atm) and ruptured. There was no adverse patient effect or a clinically significant delay in the procedure. Another nc trek was used to successfully complete the procedure. No additional information was provided.